Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 months post implant of this 14 mm pulmonary valved conduit, the patient was diagnosed with aspergillous fumigatous endocarditis. Vegetation was visible on echocardiogram. Approximately 3 months post implant the conduit was explanted and replaced with a 16mm conduit of the same model. It was reported that the physician is unsure if the endocarditis was a related to the implant procedure, but the physician does not suspect that the conduit was contaminated prior to implant. No additional adverse patient effects were reported.